Event description:
On (B)(6) 2011, the nurse reported that the rotoprone would not prone the pt. There was no reported pt injury. On (B)(4) 2011, after the complaint investigation, kci was able to confirm that the bed would not rotate to prone.

Manufacturer narrative:
The bed was tested per quality control procedures on (B)(4) 2011 and met specifications and the unit was placed with the pt. On (B)(4) 2011, after the complaint investigation, kci was able to confirm that the bed would not rotate to prone. The cause for the malfunction was at the display screen.